Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. (B)(4).

Event description:
The patient reported an infection. The device implant site was sensitive. If she lied on it or bumped the implantable neurostimulator (ins), she would get an intense nerve pain. There was bruising near the incision. It looked like the skin was breaking down and was red. She had called her healthcare provider (hcp) but had not heard back. The area of the infection was at the ins but was not confirmed. Additional information received from the hcp reported that the patient reported pain at the ins site. When the patient was seen on (B)(6) 2015, it was discovered that the ins had eroded through the pocket in the skin on the left buttock area. The patient was placed on antibiotics and a bandage was applied until the patient had enough time to come off of coumadin. A surgery was scheduled to remove the device on (B)(6) 2015. Additional information received from the manufacturer representative (rep) reported that the devices were removed and the patient was currently doing fine. No further follow-up was required.